Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy prolonged bleeding") and autoimmune disorder ("autoimmune disorder") in a 14-year-old female patient who had essure (batch no. C06468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety. Concurrent conditions included overweight, anemia, migraine, arthritis, heavy periods, joint stiffness, back pain, muscular weakness, blood pressure high, cancer and depression. Concomitant products included buspirone hydrochloride (buspar) and paroxetine hydrochloride (paxil). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain / loss specify which one: weight gain"), fatigue ("fatigue"), abdominal distension ("other injury(ies) or complication (s) please describe: abdominal bloating") and arthralgia ("hip pain/joint pain"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and abdominal pain lower ("cramping / lower abdominal pain"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain lower and tooth disorder outcome was unknown, the weight increased was resolving and the fatigue, abdominal distension and arthralgia had resolved. The reporter considered abdominal distension, abdominal pain lower, arthralgia, autoimmune disorder, fatigue, genital haemorrhage, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. On (B)(6) 2015: gross description: right fallopian tube: segment of fallopian tube with fimbriated end. On cut section, a pinpoint lumen is noted. Representative sections are submitted in one cassette. B. Left fallopian tube: segment of fallopian tube with fimbriated end. On cut section, a pinpoint lumen is noted. Representative sections are submitted in one cassette. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, weight increased, pelvic pain, arthralgia, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-oct-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune disorder') in a 32-year-old female patient who had essure (batch no. C06468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, pelvic discomfort and irritable bowel syndrome. On (B)(6) 2015: gross description: right fallopian tube. Segment of fallopian tube with fimbriated end. On cut section, a pinpoint lumen is noted. Representative sections are submitted in one cassette. B. Left fallopian tube. Segment of fallopian tube with fimbriated end. On cut section, a pinpoint lumen is noted. Representative sections are submitted in one cassette. Concurrent conditions included overweight, anemia, migraine, arthritis, heavy periods, joint stiffness, back pain, muscular weakness, blood pressure high, cancer and depression. Concomitant products included buspirone hydrochloride (buspar). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal distension ("abdominal bloating/ gastrointestinal or digestive system condition type: abdominal bloating") and arthralgia ("hip pain/joint pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage ("heavy prolonged bleeding"), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("cramping / lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("abnormal bleeding menorrhagia"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain lower, tooth disorder, vaginal haemorrhage and menorrhagia outcome was unknown, the weight increased was resolving and the fatigue, abdominal distension and arthralgia had resolved. The reporter considered abdominal distension, abdominal pain lower, arthralgia, autoimmune disorder, fatigue, genital haemorrhage, menorrhagia, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy noted in plaintiff date of birth, previously reported as (B)(6) 1999, and as per mr it is reported as (B)(6) 1983. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, weight increased, pelvic pain, arthralgia, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-jun-2020: plaintiff fact sheet received. Added events abnormal bleeding (vaginal, menorrhagia). A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy prolonged bleeding") and autoimmune disorder ("autoimmune disorder") in a 14-year-old female patient who had essure (batch no. C06468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included anxiety. Concurrent conditions included overweight, anemia, migraine, arthritis, heavy periods, joint stiffness, back pain, muscular weakness, blood pressure high, cancer and depression. Concomitant products included buspirone hydrochloride (buspar) and paroxetine hydrochloride (paxil). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain / loss specify which one: weight gain"), fatigue ("fatigue"), abdominal distension ("other injury(ies) or complication (s) please describe: abdominal bloating") and arthralgia ("hip pain/joint pain"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and abdominal pain lower ("cramping / lower abdominal pain"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain lower and tooth disorder outcome was unknown, the weight increased was resolving and the fatigue, abdominal distension and arthralgia had resolved. The reporter considered abdominal distension, abdominal pain lower, arthralgia, autoimmune disorder, fatigue, genital haemorrhage, pelvic pain, tooth disorder and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: total bilateral occlusion. On (B)(6) 2015: gross description: right fallopian tube - segment of fallopian tube with fimbriated end. On cut section, a pinpoint lumen is noted. Representative sections are submitted in one cassette. B. Left fallopian tube - segment of fallopian tube with fimbriated end. On cut section, a pinpoint lumen is noted. Representative sections are submitted in one cassette. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, weight increased, pelvic pain, arthralgia, fatigue. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Essure lot number, indication female sterilization was added. Events: tooth disorder, weight increased, fatigue, abdominal distension, arthralgia were newly added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune disorder ('autoimmune disorder') in a 32-year-old female patient who had essure (batch no. C06468) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety, pelvic discomfort and irritable bowel syndrome. On (B)(6) 2015: gross description: right fallopian tube - segment of fallopian tube with fimbriated end. On cut section, a pinpoint lumen is noted. Representative sections are submitted in one cassette. B. Left fallopian tube - segment of fallopian tube with fimbriated end. On cut section, a pinpoint lumen is noted. Representative sections are submitted in one cassette. Concurrent conditions included overweight, anemia, migraine, arthritis, heavy periods, joint stiffness, back pain, muscular weakness, blood pressure high, cancer and depression. Concomitant products included buspirone hydrochloride (buspar). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), abdominal distension ("abdominal bloating/ gastrointestinal or digestive system condition type: abdominal bloating") and arthralgia ("hip pain/joint pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2015, the patient experienced tooth disorder ("dental problems"). On an unknown date, the patient experienced genital haemorrhage ("heavy prolonged bleeding"), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("cramping / lower abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, abdominal pain lower, tooth disorder, vaginal haemorrhage and menorrhagia outcome was unknown, the weight increased was resolving and the fatigue, abdominal distension and arthralgia had resolved. The reporter considered abdominal distension, abdominal pain lower, arthralgia, autoimmune disorder, fatigue, genital haemorrhage, menorrhagia, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient need for additional surgery. Discrepancy noted in plaintiff date of birth, previously reported as(B)(6) 1999, and as per mr it is reported as (B)(6) 1983. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.5 kg/sqm. Hysterosalpingogram - in (B)(6) 2015: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: anxiety, weight increased, pelvic pain, arthralgia, fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of product technical complaint . On (B)(6) 2020: plaintiff information form received. No new clinical information received. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("heavy prolonged bleeding") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant) and abdominal pain lower ("cramping / lower abdominal pain"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed in 2015. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, autoimmune disorder, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.